Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/3/2024. Additional information was requested, the following was obtained: they are products with the same issue (monocryl sutures breaking) if yes, did a device malfunction occur during the same procedure? No. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. One has not been made. If the device was not reported before, please provide more details of device malfunction. Same issue. Sutures break during procedures. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. This product needs to be returned as well. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, while using the suture was breaking away from the needle. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for lot 100h93 and clarification was requested whether the product belongs to this complaint. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.